Manufacturer narrative:
The insulin pump was received with blank display due to batter tube was pushed down. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had cosmetic damage on it. The blood glucose was 138 mg/dl at the time of the incident. The copper part in the battery cap is also broken off and lost and insulin pump does not work anymore. The device will be returned for analysis.